Event description:
Edwards received a report where the surgeon noticed the neck/ tip of a 10fr plastic right-angle cannula (tf010o90) was longer than usual. It was not used, and a new tf010o90 was opened from a different lot. It is available for return and images were provided. There was no patient involvement, and it was reported there was no impact on the procedure. A response has been requested.

Manufacturer narrative:
H11/h3: initial evaluation summary: customer report of neck/ tip of a 10fr plastic right-angle cannula (tf010o90) was longer was confirmed. Returned sample was observed to be longer compared to a reference sample returned by the user. Reference length measurements of the canula body and tip were taken. The length measurement of the cannula bonding engagement was measured at approximately 0.16". The length measurement of the cannula tip area c was measured at approximately 0.65". The length measurement of the cannula tip area d was measured at approximately 0.55". No other visual damage, contamination, or other abnormalities were found to the device. No visual damage, contamination, or other abnormalities were found to the reference device. Photos provided by the customer were consistent with lab findings. H11: additional manufacturer narrative: the reported event was confirmed through preliminary evaluation of the device. The reported event is pending final evaluation analysis. A supplemental report will be submitted accordingly once the evaluation has been completed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11 manufacturer narrative: g3/ h2/ h3 selected for follow up. H6 codes for investigation type, findings, and conclusions updated. The complaint is not considered to be confirmed as the device meets current acceptance criteria per supplier evaluation. Per the DHR and mitigation review, good documentation practices were followed, and no nonconformances/ deviations were associated with the production work order. Retained samples were found to have no abnormal condition. Mitigations are in place to inspect for bend and length. The returned samples were evaluated by nordson and found to meet the current acceptance criteria. A manufacturing nonconformance was not confirmed. Based on available information, the complaint of the device being longer than usual and the suspicion of the device being out of tolerance is not confirmed. Image evaluation and product evaluation did confirm the device was longer than the reference unit with reference measurements. However, per the supplier evaluation both units were found to be acceptable. The variance in tip length is tied to the manufacturing process, but in this case, both returned units are considered as acceptable, and the current controls are deemed adequate. Using the qualified test methods in manufacturing, no defect was found. There is no evidence to suggest an edwards/ supplier manufacturing defect. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.